Manufacturer narrative:
The jeti all in one thrombectomy system operated as intended with no device malfunction observed. The treatment of the patient's limb ischemia was determined to be successful. The device was not returned for evaluation and discarded after the procedure. A review of the lot history records identified no observations related to this event. The lot involved no related nonconformities and met all product requirements. Additionally, a review of the complaint and reportable event history identified no other similar incidents. The investigation was unable to determine a conclusive cause for the adverse event though could have been potentially related to patient conditions or the procedure, which also included 1 angioplasty balloon inflation in addition to thrombectomy. There is no indication of any product issues in respects to the design, manufacture, or labeling of the device.

Event description:
After a successful thrombectomy procedure in the lower left and right extremities, the hemoglobin dropped from 9 to 7 g/dl after the procedure and the physician ordered a blood transfusion.

Event description:
Subsequent to the initial medwatch report, the following information was reported. The blood transfusion given to the patient prolonged the hospitalization. No addtional information was received.